Event description:
The customer reported to olympus, the high flow insufflation unit after real-time air pressure is stable, the displayed pressure value jumped randomly. This event occurred during a therapeutic abdominal surgery. The procedure was completed using the same device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the device evaluation, it was noted electropneumatic proportional valve couldn¿t be fixed due to damage footing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the pressure value issue could not be determined. Olympus will continue to monitor field performance for this device.